Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon impacting the handle with a mallet, the plastic handle came apart. All pieces were retrieved.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been (B)(4) other event for the lot referenced. Visual inspection: the reported event was confirmed. The impactor handle (pn: 9000-0-131) broke into four pieces. Conclusion: the reported event was confirmed. The reported device is under the scope of CAPA. The investigation determined the likely root cause of the event to be a design issue. The radel handle, internal shaft geometry, and strike plate were redesigned to reduce the likelihood of fracture.

Event description:
It was reported that upon impacting the handle with a mallet, the plastic handle came apart. All pieces were retrieved.